Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, with two devices, after performing step 4 (lowering the lever), resistance was felt when attempting to remove the device. The lever was then lifted and lowered again, and upon device removal, it was found that the foot had not closed completely. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Sterile units from the same lot were returned and tested for difficult to open and close with no abnormalities observed. The devices were not tested for difficult to remove as that is related to case conditions and was a result of the foot no closing. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible that tissue interference with the foot or suture interference with the foot interacted with the foot causing the foot to surf distal and stay in an open condition. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.